Event description:
After radiology tech took x-ray of patient, she tried to send image to picture archives and communications systems (pacs) and image would not interface. Reboot attempted and did not solve problem. 2nd x-ray of patient taken.